Manufacturer narrative:
The device was evaluated, and the service engineer (se), reported that the battery needed to be replaced. The se also noted that the battery was greater than five years old. A quote for repair was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery error. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator had a battery error. No further details were provided. A work order was created to service the device. The investigation is ongoing.